Event description:
A customer reported footswitch problems with the system and the embedded laser before a procedure. There was no patient involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The company service representative recommended replacing the footswitch. The facility did not request service. The customer requested a replacement footswitch and cable. A footswitch was received and a visual assessment of the returned sample revealed no obvious nonconformity. The footswitch was connected to a calibrated system for functional testing. The footswitch was found to meet all product specifications. The footswitch was manufactured on september 23, 2014. A review of the manufacturing records in online preliminary record review application (oppra) did not reveal any related non-conformity during manufacturing for this product. The associated system was manufactured on march 27, 2012. Based on qa assessment, both the footswitch and system met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this footswitch or system serial number. The root cause cannot be determined conclusively. (B)(4).